Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence. The patient underwent the concurrent procedure of cystoscopy during mesh implantation. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted concurrently with a hysterectomy.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced leakage and urinary tract infection.

Event description:
It was reported that following insertion the patient experienced leakage and urinary tract infection.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2002 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.